Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. It was reported that ¿every couple of years the patient had their implants changed due to battery problems.¿ it was reported that the patient¿s ¿battery had been dead in their stimulator,¿ which occurred ¿a long time ago¿. It was stated that the stimulator had been out for about three years¿ and the healthcare provider would not replace it. The product specialists was unable to obtain which device(s) were associated with the event. It was unclear if the reported issue was concerning more than one device. It was unknown when the event occurred and no symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.